Event description:
Had to start using libre 3 as dexcom 7 is not covered by insurance. I started the libre 3 about 3 months ago. I have had to call and get replacements multiple times. I am getting about 1 good monitor and 3 to 4 bad. They come from the pharmacy and from libre directly and still the same issues. They come bent needles, won't read, won't connect to phone, giving error messages. Sometimes they read low sugar when my sugar is fine, other times says its high and I take insulin but then find out sugar wasn't high. I am about to go on a insulin pump and need my sensors to work right. I have used dexcom 7 before this and had no issues, none. I have nothing but issues with the libre 3 and feel it is a danger to people who use it. When I call them they are always asking me if I contacted the FDA and I tell them no but today I told them I was. Sounds like a on going problem for them. Thank you, (B)(6). Pt: 4582. Device: 2981, 1581, 2896, 1304, 2459, 2460. Ref: mw5187591, mw5187592, mw5187593.